Manufacturer narrative:
The device was not return for investigation. No return product evaluation could be completed. The device history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, a 18f ce manta was deployed for closure. The physician encountered resistance advancing the bypass tube through the hemostatic valve of the manta sheath, the bypass tube would bounce back out. With additional force the physician was able to close the manta device. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: it was reported that a physician informed the sales representative on 11-may-2021 about repeated problems with manta closure. When closing the femoral artery after tavi with manta 18 fr, several different doctors have had problems pushing the manta closure device into the manta sheath's hemostatic valve, it has bounced out again. With some force, they have managed to close the manta device. They have not saved any manta devices, and they did not change to another lot number in these cases.". Additional information received on 11-nov-2021: during the tavi procedures, there were no issues with advancing or withdrawing procedure sheaths. There was severe resistance when advancing the bypass tube. There was no buckling or bending of the bypass tube when it met resistance. During past cases, the physicians experience has been described as a spongy, rubber like feeling when they pushed the bypass tube into the hemostatic valve. There has not been any patient injury. Associated to: MDR 3010252479-2021-00206 manta, MDR 3010252479-2021-00208 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.